Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) during an unknown step of peritoneal dialysis therapy. It was reported the patient was connected at the time of the alarm. The patient had already ended therapy and disconnected the supplies before calling. The troubleshooting that was performed did not identified anything that would cause or contribute to the alarm. The technical service representative explained the alarm to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.